Event description:
It was reported that the patient suffered a second stroke approximately 4.5 months post index procedure.

Event description:
The physician successfully deployed a 2.5mm diameter x 24m length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex, following pre-dilatation of the lesion with a 2.5mm diameter x 15mm length balloon. Following post-dilatation, 0% stenosis remained. A non-medtronic brand stent was also successfully deployed during the same procedure (target lesion unk). Approx 2 months post index procedure the administration of clopidogrel was discontinued. Approx 4.5 months post index procedure the pt was hospitalized. Left occipitoparietal hemorrhagic cerebral infraction was confirmed. This was treated with glycerol and radicut infusion. An MRI scan confirmed left occipitoparietal embolic cerebral infarction. The pt was discharged from the hospital. Approx 2 weeks later the pt was discharged and is reported to be in remission.

Manufacturer narrative:
(B)(4). Eval results: root cause of event is undetermined. Cva/stroke. Eval conclusions: no device malfunction reported. Root cause of event is undetermined.